Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the reason for ipg replacement was due to patients battery being old and wanted an ipg upgrade. The explanted ipg will not be returned as it was discarded by the medical facility.